Event description:
It was reported that during appendectomy procedure, the device was closed on the tissue and would not open. The surgeon broke the handle trying to open the device. The surgeon forced the device open and there was no damage to the tissue. Another device was used to complete the case with no adverse patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.